Event description:
The facility reported a pump with a failure code that was contained in an "urgent product recall" letter. It is unk what failure code occurred. This failure code occurred during bio-med testing. There was no pt injury or medical intervention necessary according to the hosp rep. No additional contact info is available.